Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative and patient implanted for non-malignant pain. The patient reported that 1 hour after being implanted on (B)(6) 2016, the lead had moved. The rep indicated that they saw the patient prior to an MRI scan in (B)(6) 2016 and noted that the device was dead. A physician mode reset (pmr) was done, and the power on reset (por) was cleared. It was stated that the patient turned their stimulation off in (B)(6) 2017. The patient indicated that the system will be explanted, but nothing has been scheduled at this time. No further complications or patient symptoms were reported or anticipated. Additional information received from the manufacturing representative (rep) indicated that they do not recall if the event occurred. No further complications were reported or anticipated.